Event description:
A regular plasmapheresis donor came to the plasma donation center in 08/2005. When the center staff asked about a cast on their left foot the donor explained that after their last donation in about six weeks earlier donor had passed out while driving and was involved in a motor vehicle accident. Donor sustained multiple fractures in their left foot. Their report indicated donor was transferred via ambulance from the accident site and was admitted to the hosp where donor had surgery to repair multiple fractures in their left foot. Donor stated they were in the hosp for three days and received IV antibiotics. When donor went home donor had a post-op infection at the incision site and required an additional course of antibiotics. Donor indicated feeling fine and healthy in 08/2005 but their foot was swollen and donor will need to wear a boot until the swelling subsides.